Manufacturer narrative:
A field service engineer (fse) evaluated the event on 11/02/2015 and foundfound that the wbc counts were elevated; the fse replaced the wbc bath resolving the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported the wbc (white blood count) and hgb (hemoglobing) were failing startup on the coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls.